Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a urine leak in the foley catheter and the details were unknown. Per follow up information received via ibc on (B)(6) 2022, it was stated that no visible damages were observed in the returned sample.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A potential root cause for this potential failure mode could be due to thin rubberize thickness/mechanical failure/operator error or bubble void on rubberize layer that may lead to lumen-to-lumen leak. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured). (2) do not pull the catheter hard. (The bladder/urethra maybe injured). 2. Applicable patients: (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use on patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a urine leak in the foley catheter and the details were unknown. Per follow up information received via ibc on 14jul2022, it was stated that no visible damages were observed in the returned sample. Per investigator evaluation mail received on 25aug2022, it was stated that the foley catheter was found to have a water leak due to inter-lumen leak.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, a tear was found on the rubberized layer causing interlumen leakage. A potential root cause for this failure could be insufficient latex strength, low/non uniform rubberized thickness etc causing torn rubberize. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "method for use: do not inflate the balloon in the urethra. (The urethra may be injured). Do not pull the catheter hard. (The bladder/urethra maybe injured). Applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use on patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that there was a urine leak in the foley catheter and the details were unknown. Per follow up information received via ibc on 14jul2022, it was stated that no visible damages were observed in the returned sample. Per investigator evaluation mail received on 25aug2022, it was stated that the foley catheter was found to have a water leak due to inter-lumen leak.